Event description:
It was reported through a publication called indian journal of ophthalmology, 2012 may-june; 60(3):218-220 the following article, ''descemet's tear due to injector cartridge tip deformity''. It was stated that a patient underwent an implantation of an intraocular lens (iol) in the left eye. A sensar ar40e iol was loaded into emerald c cartridge, outside the view of the operating microscope, by the first assistant. The surgeon proceeded with the iol injection through a 2.8-mm clear corneal incision after uneventful phacoemulsification, immediately following which he noted a descemet's tear with a rolled out flap of about 2 mm near the incision site. A gross downward beaking of the bevelled anterior end of the cartridge was subsequently noticed upon examination under the microscope. On the first post operative day the patient had a small rolled out descemet's flap and adjacent descemet's striae at the site of the main corneal incision (temporally) with mild corneal edema. The edema persisted at 7 days post op with mild resolution. However, the rolled out flap was not evident any more. A corneal opacity remained at the deeper corneal layers with mild surrounding edema, event at the time of the last check up at 4 weeks post op with a bcva of 20/30. The corneal endothelial cell count 4 weeks after surgery was 2332/mm square.

Manufacturer narrative:
(B)(6). (B)(4). Emerald c cartridge with a gross downward beaking of the bevelled anterior end of the cartridge. Descemet's tear. Manufacturing record review indicated no discrepancies were found. The documentation shows that all emeraldc30 cartridges were released within specification when this production order was completed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
. The date of event is unknown; not provided. Expiration date: 09/10/2011. (B)(6). Mfg date: 09/10/2010. Placeholder.